Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the thrombus was detected during follow up. There were no changes to the device from the time of implant regarding the seal. The patient continued dual platelet inhibition for three months following the discovery of the thrombus.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Watch af in ckd, investigator sponsored research (isr) it was reported that thrombus on the closure device occurred. In (B)(6) 2015, a left atrial appendage (laa) closure procedure was performed. A 24mm watchman ® laa closure device was successfully implanted. In (B)(6) 2015, a small thrombus was noted on the closure device. The thrombus was resolved in (B)(6) 2015. No patient complications were noted.